Event description:
Information was received from a  patient (pt) representative regarding an implantable neurostimulator (ins). The reason for call was pt rep reported when they tried to connect to the ins to see the battery level, they saw the settings not available cannot provide your desired intensity settings message. Pt rep said the issue started today. Pt rep clarified they just turned on the controller when the issue happened. Agent had pt rep to try adjusting the intensity. Pt rep said they were able to adjust the intensity on group c program 1 that was at 1.6 and group a program 1 that was at 1.6. Pt rep said the controller was at 100% and ins was at 60%. Pt rep tried to go back to group c and when they tried to turn off the controller and turned it back on, they saw the settings not available message again. Troubleshooting steps taken on the call didn't resolve the issue. Agent redirected them to their hcp to further address the issue. Additional information was received from a consumer via a manufacturer representative (rep) regarding a patient (pt) with an implanted neurostimulator (ins). It was reported that the pt was seeing message "therapy settings unavailable" about a week ago. The rep met with patient today and checked scs system with clinician tablet. Connections within normal limits. Impedances show high on electrode 12, shows 30710. This electrode was being used as a cathode on the therapy group the patient was using. Moved configuration to different electrode in this group and ensured no other groups were using electrode 12. Patient now able to adjust intensity with patient remote. The rep listed oor/settings not available as a possible cause. The pt also reported loss of stimulation. The issue is ongoing and the rep will submit any new information that they become aware of. The patient (pt) called back and said they saw a manufacturer representative (rep) and things were working and now sees a software p roblem screen with details: 1-intellis 2-3.6 3-58 4-qf_new. During the call they reset their controller and then started a charge session and said they get excellent quality. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6), product type programmer, patient product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the problem occurred when checking the power level of the implanted device.